Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.